Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was no image for the device. This is attributed to the failed charge couple device (ccd) unit. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, there was no image displayed for the device. There is no harm to any patient or persons.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty charged-coupled device (ccd). The root cause of the faulty ccd was unable to be identified. Additionally, the evaluation confirmed there were scratches on the cable causing water invasion to the cable and there was water invasion in the ccd adapter. However, these defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporter noting the event (loss of image) occurred during preparation for use of an unknown procedure. There was no patient harm or consequence reported as a result of the event.